Manufacturer narrative:
(B)(4).

Event description:
A presentation titled "vns : expérience lilloise" was given on 03/13/2015 which included adverse events involving 8 vns patients. Two patients underwent lead replacement considered to be required due to risk of prolonged interruption of stimulation; presented ear pain which required device explant; one patient presented infection which required device explant; one patient presented ambulation difficulties which required device explant; and two patients presented sleep apnea syndrome. This manufacturer report captures the patient who presented ambulation difficulties. Manufacturer report # 1644487-2015-04345 involves the first patient who underwent lead replacement. Manufacturer report # 1644487-2015-04397 involves the second patient who underwent lead replacement. Manufacturer report # 1644487-2015-04398 involves the first patient who presented ear pain. Manufacturer report # 1644487-2015-04399 involves the second patient who presented ear pain. Manufacturer report # 1644487-2015-04350 involves the patient who developed an infection. Manufacturer report # 1644487-2015-04401 involves the first patient who presented sleep apnea syndrome. Manufacturer report # 1644487-2015-04343 involves the second patient who presented sleep apnea syndrome.